Event description:
It was reported that the ventricular assist device (vad) patient experienced vomiting and diarrhea and was admitted on suspicion of non-obstructive mesenteric intestinal ischemia (nomi) an ischemic enteritis caused by hypoperfusion due to dehydration. It was also reported that the vad exhibited low flows. The patient received a laparotomy and the ischemia was released. The patient returned to the intensive care unit (ICU) without forming a stoma. The ventricular assist device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. Log file analysis revealed a slight increase in power consumption and estimated flows starting (B)(6) 2020, followed by a decrease in parameters starting (B)(6) 2020; 7 low flow alarms were logged on (B)(6) 2020. As a result, the reported low flow event was confirmed. Information received from the site indicated that the patient experienced vomiting and diarrhea and was admitted on suspicion of non-obstructive mesenteric intestinal ischemia. An ischemic enteritis was caused by hypoperfusion due to dehydration. The patient received a laparotomy and the ischemia was released. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed increase in power consumption may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion and/or patient related factors. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s p re-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.